Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she had blood glucose of over 600 mg/dl and her insulin pump was alarming no delivery. Customer stated that she ran out of insulin while wasn't at home. Nothing further was reported.